Event description:
During a pta/stenting treatment procedure of the common femoral artery, the distal portion of the wire separated from the catheter and remained in the pt. The physician was attempting to advance the catheter across the lesion, when the flexible portion of the wire separated approximately 10cm from the tip. The physician secured the wire fragment with two stents against the vessel wall. The procedure was successfully completed. The physician confirmed that the pt was "well". No pt injury or complications were reported.